Event description:
It was reported that the device was found in the sterile processing department at the user facility with the head of the device broken off. No medical intervention and no adverse consequences were reported with this event. As this event was discovered during sterile processing, there was no known patient involvement and no known delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was found in the sterile processing department at the user facility with the head of the device broken off. No medical intervention and no adverse consequences were reported with this event. As this event was discovered during sterile processing, there was no known patient involvement and no known delay to a surgical procedure.